Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent removal of one (1) titanium retro/antegrade femoral nail and four (4) titanium locking screws due to pain. Patient outcome was unknown. This complaint involves five (5) devices. This report is for (1) 5.0mm ti locking screw w/t25 stardrive 42mm for im nails. This is report 2 of 5 for (B)(4).